Event description:
It was reported that the reservoir of a large volume folfusor ruptured. The reporter stated that the rupture occurred near the end of the infusion. The device was filled with trabectedin. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the bladder that were observed near the rupture line; however, the cause could not be determined. A CAPA has been initiated to investigate the rupture issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.